Manufacturer narrative:
Despite acist's requests to the customer to send the cvi injector system, serial number (B)(6), to acist for investigation, the user facility elected not to return the injector system. Should the system be returned at a future date, acist will submit a follow-up report to FDA. A review of the device history record for the cvi injector system, serial number (B)(6), was completed. This review found no previous related complaints and no indication of an issue related to this event. This report is closed.

Manufacturer narrative:
A: patient information not known. H3: the acist angiographic injection system, model cvi, serial number (B)(6) has not yet been returned and evaluated. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms taken during the event are not available. A follow-up report will be submitted to the FDA upon completion of the investigation.

Event description:
During a left heart catheterization, after the first few injections of contrast media using the cvi injector, the staff and doctor saw on fluoroscopy that air had been injected into the patient. The patient experienced ventricular fibrillation. The patient subsequently recovered. The staff said the air column detect (acd) sensor did not alert. Note: the injector is 17 years old.